Event description:
The customer reported that they have two rooms in their covid ward that aren't reporting to the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that two rooms in their covid ward were not reporting to the central nurse's station (cns). One room displayed a "room is not ready" error message, and the other room just disappeared from the cns all together. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause of the communication loss could not be determined. As such, root cause cannot be determined. The customer reported that nk representatives were on-site at the time of the event to replace telemetry cables with antennas. It is likely that the communication loss is related to the on-site support as the customer had previously reported communication loss with telemetry devices. There is no evidence of an nk device malfunction. A serial number review of pu-621ra sn: 1264 revealed no subsequent issues relating to communication loss. No further issues were reported in this ticket.

Manufacturer narrative:
The customer reported that they have two rooms in their covid ward that aren't reporting to the central nurse's station (cns). One room is displayed a "room is not ready", and the other room just disappeared from the cns all together. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they have two rooms in their covid ward that aren't reporting to the central nurse's station (cns).